Event description:
It was reported that the insulin pump had frozen screen. Customer's blood glucose was unknown. Customer declined to do troubleshooting and requested for insulin pump replacement. Customer stated that she needs to remove the battery for 11 minutes to get it work and it flashed time and date set up even though they had already changed the time. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.